Manufacturer narrative:
Related MDR number- 2015691-2018-02796 for the oximetry cable.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results and device history record results when available.

Event description:
It was reported during use, this hemosphere monitor stopped showing cardiac output (co) and cardiac index (ci). The next day, the monitor froze on svo2 measurements with no new values recorded. The clinician attempted to restart continuous cardiac output (cco), which was successful and accurate after rebooting the system. They were unable to perform the oximetry calibration. The monitor was exchanged for a vigilance ii, which worked appropriately with the same swan ganz catheter. There was no report of any patient injury or compromise, and no treatment was given to the patient due to this event. Patient demographics were unable to be obtained.

Manufacturer narrative:
Examination of the returned monitor could not confirm the reported complaint. The hem1 monitor was found to be working properly with no fault found. The monitor will be returned to the customer. With any hemodynamic monitoring, physiologic parameters can change quickly and dramatically. Svo2 is one indicator of multiple hemodynamic parameters that are used to base clinical treatment decisions. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Please see medwatch #2015691-2018-03661 for the swan ganz module involved in this event and medwatch #2015691-2018-02796 for the oximetry cable involved in this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record was reviewed with no related non-conformances found.